Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with intraperitoneal amikacin (50 mg, frequency and duration not reported) and injection reflin (500 mg loading dose, route, frequency, and duration not reported) for the event. At the time of this report, the recovery status of the patient was unknown. Action taken with dianeal therapy was not reported. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.